Event description:
During essure procedure and prior to implantation attempt, a perforation was created in the pt's uterus (possibly caused by dilator). Because of a 5300cc fluid deficit, pt was taken to an or for a diagnostic laparoscopy; fluid was drained from abdomen and a tubal ligation performed. Perforation was cauterized. Pt had reported satisfactory status and is doing fine following additional treatment.

Manufacturer narrative:
Product IFU warning: in order to reduce the risk of hypervolemia, the procedure should be immediately aborted, if the fluid deficit of the physiologic saline distension medium exceeds 1500cc.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs